Event description:
According to the available information the implant was incorrectly positioned, a kink was observed in the left cylinder. The left corpora was re-dilated and the cylinder was reinserted.